Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could be established. The probable causes have been determined as below: - no images due to a failure of the op-amp circuit of the dr board. -the device has a worn scope connector lock due to repeated use, as the device is aged greater than five years. - the user has attempted to pull out the video connector without lowering the unlock lever.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device cv-190 exhibited no image on multiple 180 series scopes. According to the reporter, troubleshooting was performed by testing the multiple scopes to different cv-190 and was able to see an image. A different maj-1430 video cable was used on the suspected device however, the issue still present and was not resolved. Additionally, the reporter stated that the image on the screen appeared black however, they can see the scope information. The user was advised to send the subject device for repair and evaluation. There was no patient involvement on this report.